Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, but the link electronic module (lem) board was calibrated, the hard disk drive was configured and software was reloaded to address the issue.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported an error occurred. Followup indicates the error seemed to occur during startup of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.